Event description:
It was reported that a patient underwent an x-stop procedure at level l4/l5. While the physician was using the trial spacer (14mm or 16mm) at the level, the spinous process was fractured. The x-stop procedure was aborted and decompression was performed. Reportedly, patient status was good. The physician commented that when using the trial spacer, he might be scraping too hard. No further information was reported.

Manufacturer narrative:
(B)(4).